Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise on all three leads, which resulted in pacing inhibition. The noise had been occurring since (B)(6) 2019 and increasing in frequency. Technical services (ts) discussed that the noise could be due to electromagnetic interference (emi) or a potential lead issue and provided troubleshooting options. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received which indicated the patient experienced a syncopal episode. It was noted there was a stored episode of oversensed noise which resulted in pacing inhibition around the time of the patient's syncopal episode. Ts discussed troubleshooting options. Isometrics were performed and the noise was reproduced. This device was reprogrammed and the physician will continue to monitor. This crt-d system remains in service. No additional adverse patient effects were reported. Additional information was received detailing that the patient experienced another syncope episode in which they hit their head. Analysis of the device confirms that the noise, oversensing and pacing inhibition continued to be exhibited in all channels. It was decided to explant and replace the device. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: h6: device codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise on all three leads, which resulted in pacing inhibition. The noise had been occurring since december 2019 and increasing in frequency. Technical services (ts) discussed that the noise could be due to electromagnetic interference (emi) or a potential lead issue and provided troubleshooting options. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received which indicated the patient experienced a syncopal episode. It was noted there was a stored episode of oversensed noise which resulted in pacing inhibition around the time of the patient's syncopal episode. Ts discussed troubleshooting options. Isometrics were performed and the noise was reproduced. This device was reprogrammed and the physician will continue to monitor. This crt-d system remains in service. No additional adverse patient effects were reported. Additional information was received detailing that the patient experienced another syncope episode in which they hit their head. Analysis of the device confirms that the noise, oversensing and pacing inhibition continued to be exhibited in all channels. It was decided to explant and replace this device. This lead remains in service. No further adverse patient effects were reported.